Event description:
The electric cardiopulmonary resuscitation (CPR) did not work while a patient medical intervention was required. The e410 error was displayed on the control panel. The patient did not sustain any injury.